Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) confirmed that the customer reported the drawer was not opening while attempting to issue medication. After remoting in, the tss confirmed that the client was able to issue the medication successfully and this was identified as a known pi issue. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that the bd pyxis¿ medbank tower aux, drawer was not opening. The customer stated that this malfunction occurred while trying to issue the medication. There were no delay or adverse events or injuries reported based on this event.